Event description:
It was reported that shaft fracture occurred. A 2.75mm x 15mm quantum maverick balloon catheter was selected for dilatation. However, during preparation, outside the patient, it was noted that the balloon delivery shaft was kinked and fractured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks to the hypotube, however, there was no fracture observed. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft fracture occurred. A 2.75mm x 15mm quantum maverick balloon catheter was selected for dilatation. However, during preparation, outside the patient, it was noted that the balloon delivery shaft was kinked and fractured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.